Manufacturer narrative:
Patient information not available from the site. Initial reporter declined to provide patient information. A medtronic representative inspected the imaging system on-site. It was confirmed that there was communication between the mobile view station (mvs) and image acquisition system (ias). The umbilical cable was replaced and the issue was resolved. The replaced cable was received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) was not communicating with the image acquisition system (ias). It was reported that the system was rebooted several times (with the umbilical cable connected as well as disconnected) without resolution. The imaging system pendant reportedly displayed a green status for the x-ray and motion systems, but the message "waiting for mobile view station to communicate" was displayed for the mvs. The use of the imaging system and medtronic navigation were discontinued because of this issue. The procedure was completed successfully without the use of the system, after a delay of 20 minutes. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirm the reported problem was caused by an electrical failure. Returned cable failed bench level testing, continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test failed, open between line 1-3 and 2-6. The gbit test passed. Passed visual inspection. As previously reported the cable was replaced to resolve the issue.